Event description:
It was reported via merlin.net transmission that the patient's implantable cardioverter defibrillator was in backup vvi mode. The patient was successfully brought in clinic to have the device restored to it's previous settings on (B)(6) 2021. The patient was in stable condition.